Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 (B)(4), telph (con): information was received from a friend or family member regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient didn't find much benefit from the system. The patient had terrible burning that was so bad when they want to urinate they cry. This has been going on since the date of implant. The patient pees all the time. Never ever leaked, and since they had this system put in, the patient leaks all the time. The patient had a procedure (tpns) and had all the needles in the legs going up but the treatment didn't work. On more medication than the drugs stores have. Body has hives; had to go to the hospital to see the doctor almost every day. The patient is allergic to so much stuff. They have the patient on antihistamines, steroids and herbal supplements. The patient was asked if they had turned off the stimulation and had burning. The patient confirmed they turned it off but not for extended period of time and turned it back on. The time the stimulation was off, it was still burning. The patient had the stimulation turned off for the surgery, unrelated to the device/therapy. The patient was asked if they felt burning then. They replied they didn't know because the patient was so drugged up. Sometimes when stimulation is a little high it goes from anal to vagina and burns. They have tried lowering the stimulation and different programs and hasn't helped. Last night the patient woke up and it was burning. The agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as the patient had already tried different programs and lowering stimulation. On (B)(6) 2020, the patient mentioned they are still undergoing procedures with their physician to determine the root cause of the hives. They do not know if it was due to the implanted device but confirmed they never broke out in hives prior to getting the implant. The patient mentioned when telling their physician that there are nickel materials in the device and the physician said, "oh". They are waiting to by the end of the months in hopes to getting an answer.